Event description:
The device was returned to the service center for a report from the customer contact that channel 1 of the device infused to fast. It was reported that the device was programmed to deliver dextrose at a rate of 160ml/hr. There were no reported adverse patient effects and no medical interventions were required. During verification testing at the service center, it was found that channel 1 of the device did not pass the delivery accuracy test. Using the customer's protocol the device was programmed to deliver at a rate of 160ml/hr, with a volume to be infused of 160ml , for a duration of 60 minutes. The device completed the delivery in 10 minutes instead of the expected 60 minutes. The device displayed that 160ml were delivered. The actual volume collected was 271.2ml. The volume error rate was 69.5 % (spec: 160.0 ml &#6197;%). In addition, when the delivery was stopped by pressing the stop key, unrestricted flow was observed. A visual inspection found the bottom springs were not seated in place due to a broken device mechanism chassis. The probable cause of the over delivery and unrestricted flow was physical damage to the device mechanism chassis that hold the bottom springs in place. In addition, hospira has completed a formal investigation to address similar complaints where unrestricted flow was determined to be due to a misaligned inlet valve spring. Based upon the investigation results, hospira has identified that the root cause was related to an assembly error or "unknown" cause.